Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure in the smart remote manager refrigerator lock, which clicked twice but re-engaged before the door could be opened. A field service engineer verified that there were no reported delays in medication and remotely accessed the station, confirming that the remote manager had double-clicked to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system refrigerator lock was malfunctioning. The customer reported that when they try to open the door for "remove" or "inventory" transactions, the latch clicks twice but doesn't unlock. It locks again before they can open the door. It improved slightly when the tape over the temperature probe wire was flattened again. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.